Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch number mw5163808: describe event or problem: while priming bags to use for chemotherapy it was discovered that the tubing was leaking, this was during preparation stage and there was no patient harm. Device available for evaluation? No. Initial reporter asked to remain confidential? Yes.